Event description:
The us complainant reported the patient was on impella support and the automated impella controller (aic) would not purge. The aic was therefore replaced and the affected aic was sent in for investigation.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue has been completed. The logs revealed that a purge disc not detect had occurred, and that priming was unable to commence. During testing, the console was able to accurately detect the presence of the purge disc. The purge flag was confirmed to be operational and non-defective. Testing with a pressure calibrator also confirmed that the purge pressure sensor accurately measured purge pressure. However, disassembly of the console¿s purge assembly revealed the dried purge fluid between the surfaces of the purge motor gasket and the interior of the purge receptacle. This dried purge fluid was determined to most likely have been caused by purge fluid ingress. The root cause was due to buildup of purge fluid on the purge stepper motor gasket. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-06218. G1 reporting contact fax number missing. H6 4642 was reported incorrectly.